Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) replaced the roller pump display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a faded and unreadable portion of the display that appeared to have missing pixels. As mitigation, the roller pump was not used for the case. The surgical procedure was completed successfully. There was a 30-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via a video provided by the user facility. No product was returned as multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.